Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. The patient presented for the 45-day follow up and imaging revealed grade two (2) hypo attenuated thickening (hat). There were no corrective actions or diagnostic tests associated with the finding. There were no patient complications reported.